Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported: leakage but no perforation of the joint. Surgeon cannot explain the leakage into the joint. Products involved: trauma needle kit, locking screw, 135 degree proximal femora nail antirotation, (pfna) and a pfna blade. This complaint is on the nail. This is 3 of 4 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.